Manufacturer narrative:
Additional information was received on 12/30/2019. The capsular contracture had been documented to have been diagnosed on (B)(6) 2019. The event date has been updated. The patient's age at the time of the event has been updated to 61. When the device was explanted, rupture was discovered. 1. Is product problem- check. The mentor failure analysis lab received the device for evaluation on 12/30/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 16, 2020. Device evaluation summary: during visual inspection, the sample was found to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 650cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture post procedure. As a result, a device was explanted on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019 mentor became aware that it erroneously submitted the wrong explant date with the initial report on (B)(6) 2019. The correct explant date is 12/7/2019. Additional information was obtained on (B)(6) 2019. When the device was explanted it was replaced with a 650cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).